Event description:
In 2002, dermagraft ln 113941 was implanted into the patient. The product labeling indicated the product expired on the month before. No further information has been gathered from the user facility.